Manufacturer narrative:
No product is being returned for eval.

Event description:
Surgeon used 7 fast-fix devices from the same lot. With 5 of the devices, t1 deployed in the meniscus and when he went to deploy t2 it would not deploy. He then cut the sutures and left t1 remaining in the pt. The case was completed with the other two fast-fix successfully.